Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states, instructions for use: collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there were problems with two different dignishield probes on the same patient, with the first dignishield probe, the green port for cuff inflation came off, causing material to leak from the green port. In the second case, after the dignishield probe was placed in the patient, the fecal material did not drain into the tube but leaked out of the patient's anus, despite the patient having been properly cuffed with 47 ml of water.

Manufacturer narrative:
The initial reporter phone number provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there were problems with two different dignishield probes on the same patient, with the first dignishield probe, the green port for cuff inflation came off, causing material to leak from the green port. In the second case, after the dignishield probe was placed in the patient, the fecal material did not drain into the tube but leaked out of the patient's anus, despite the patient having been properly cuffed with 47 ml of water.